Manufacturer narrative:
(B)(4).

Event description:
The consumer reported new symptoms including a burning sensation just above the implant area and nausea. The burning sensation and nausea occurred on the day of the report. The patient stated he may be contacting a clinic to reestablish a doctor and would go to the emergency room if addressing the symptoms was necessary. Relevant medical history included non-malignant pain. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.